Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). FDA notified?: the initial reporter also notified the FDA via medwatch # mw5099940. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the safety mechanism on the bd insyte¿ autoguard¿ shielded IV catheter did not engage and the needle failed to retract. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "safety mechanism on 3 different IV catheters did not engage when users pressed the safety button on IV catheter upon IV insertion on patient."

Event description:
It was reported that the safety mechanism on the bd insyte¿ autoguard¿ shielded IV catheter did not engage and the needle failed to retract. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "safety mechanism on 3 different IV catheters did not engage when users pressed the safety button on IV catheter upon IV insertion on patient."

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. The complaint could not be confirmed and the root cause is undetermined. H3 other text : see h.10.